Event description:
It was reported that the relatively new battery was pre-maturely depleted and failed to power on the device. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and a replacement battery under warranty. Physio is anticipating the battery in question return to the mfg facility and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.